Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The permanent cautery hook instrument was received, and failure analysis found the instrument to have thermal damage of the proximal clevis at the tip of the clevis. The clevis did not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis did not show damage.

Event description:
It was reported that during a da vinci-assisted suprapubic prostatectomy procedure the side of bladder was found to be charred, followed area up to tip of da vinci permanent cautery hook instrument. Operating room manager stated the charring was observed when using the first permanent cautery hook instrument to cauterize the prostatic fossa. There was no arcing observed when the surgeon was activating energy at the console, and the instrument did not come into contact with any other instruments or liquid. Additionally, the instrument tip was not contaminated by carbonized tissue or bio debris prior to activation. Nothing could be done to correct the burned bladder. The surgeon has mentioned that there is a possibility of slower recovery for the patient, which may lead to bladder contracture in the future. The patient did not experience an extended stay due to this event. No fragment fell into the patient during the procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) product has been received for failure analysis evaluation. However, the failure analysis investigation has not been completed at the time of this report. Therefore, the cause of the customer reported failure mode cannot be determined. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The integrated electrosurgical unit (iesu) functioned normally with no issues. The system was tested and verified as ready for use.